Manufacturer narrative:
The device was returned to zoll medical (B)(6); the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. Review of the activity log did not show evidence of a reported malfunction. It is noteworthy to mention the clinica data for the date of the reported malfunction was not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to analyze. Complainant indicated the clinician manually rebooted power to the device which remedied the issue. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.